Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: suggested component code: mechanical (04) - femur. Visual examination of the returned products found them to exhibit signs of being implanted scratched / nicked / foreign material. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall fit and alignment of the implants appears to be appropriate, bony resorption of the distal femur and possible loosening of the tibial component. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date : (B)(6) 2019. Concomitant medical products: 42532006702 - tibia cemented 5 degree stemmed right size d - 64072867, 42557000114 - stem extension tapered cemented 14 mm diameter +30 mm length - 64178050, 42540000031 - persona all poly patella 32mm - 64203158, 42522600510 - e fixed bearing constrained posterior stabilized (cps) right 10 mm height use with tibia sizes c-d / ps femur sizes 6-9 - 63376326, 66022663 - palacos r + g (1x40) - 88354675. Report source : canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00059, 0001822565-2023-00800, 0002648920-2023-00054.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 3.5 years later, the patient underwent the first stage of a revision due to implant failure. Both femoral and tibial components were loose after noted bone loss. No infection was found in the patient at this point, however, intraop samples have been sent to be evaluated. Attempts have been made and all available information has been provided.